Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cracked plunger assembly. The event happened during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged top and bottom plunger case, and the internal leadscrew and clutch assembly were worn. Additionally, there was a motor rate error that occurred during a 12-hour test. The most likely/suspected cause of the customer reported problem was improper handling. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced all worn and damaged parts, replaced motor and position potentiometer, recalibrated all sensors, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.